Event description:
The customer reported that the active button in the insulin pump was not working at all times. It was also reported that the device was wet. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed.